Manufacturer narrative:
Per EU regulation (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, not provided. If explanted, give date: explant date: not applicable as the intraocular lens (iol) remains implanted. Telephone number: (B)(6). The iol is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had problems after a synergy intraocular lens (iol) implantation in the left (os) eye. The patient sees "steps/drops". The patient feels permanently impaired and daily activities are significantly affected. No interventions (incision enlargement, vitrectomy, stitches, medication) were required. Yag (yttrium aluminum garnet) laser surgery was performed in the left eye on (B)(6) 2021. The patient has experienced seeing double images in the near distance, right eye more than the left eye. Reading is completely poor, recognizing street signs in the distance in the car is then poor, and small numbers cannot be recognized because of double contours. Spherical aberration was low (more so in the left eye than the right eye). The intraocular lens looked a little bit decentered. Pre operative objective refraction measurements were taken on the left eye on (B)(6)2021 which showed that the visual acuity was 1.0 in the distance (with glasses) and pre-operative measurements also showed an axial length of 26.52mm for the left eye. Pre-operative objective refraction left eye -3.25, -0.50, 11, vision , glasses prescription on the left eye was -3.75, +0.00, 0, add +1.25, intraocular pressure 18. Visual acuity without correction taken on (B)(6) 2021 was os 0.9 in the distance, 0.63 in the intermediate distance, and in the near distance 0.8. Post operative measurements taken on (B)(6) 2022 showed an axial length for the left eye of 26.36mm. Visual acuity with correction taken on (B)(6) 2022 was 0.9 in the distance for the left eye. At this time, the lens remains implanted. No further information was provided. Note: a separate report will be filed for the patient's right eye.